Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited p-wave amplitude variation and a progressively increasing high capture threshold. Auto capture was noted to be in high output mode. No interventions or changes were reported, and the patient's condition was unknown.